Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
No product was returned. Summary from sme below in h 10.

Event description:
It was reported the device's pressure chambers did not pressurize. No adverse effects reported. Same event as MDR 3012307300-2021-01376 (level 1 fluid warmer MDR)- pressure chamber component for this file.